Manufacturer narrative:
Additional information was received that the patient's lead was added to get a desired coverage.

Event description:
A report was received that the patient's ipg was non-functional due to the ipg was no longer charging. It was noted that the patient had a non-device related surgery and electrocautery was used. The patient underwent an ipg replacement procedure. Device malfunction was suspected. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Event description:
A report was received that the patient's ipg was non-functional due to the ipg was no longer charging. It was noted that the patient had a non-device related surgery and electrocautery was used. The patient underwent an ipg replacement procedure. Device malfunction was suspected. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Manufacturer narrative:
Other # field is populated with the di number. Device evaluation indicated that the device passed all tests performed. The complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current sometimes reached 50ma, which was the maximum, and indicated good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling was unknown. Battery profile revealed a maximum depletion rate of 12mv per day, which was within the expected range. Device exhibited normal charging and discharging characteristics.

Event description:
A report was received that the patient¿s ipg was non-functional due to the ipg was no longer charging. It was noted that the patient had a non-device related surgery and electrocautery was used. The patient underwent an ipg replacement procedure. Device malfunction was suspected. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual (B)(4)).